Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx2.50mm wolverine cutting balloon was advance for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No complications reported. The patient's condition was stable post procedure.